Manufacturer narrative:
Too much grease is not likely to result in the head-piece unable to lock into position, grease ensures the headpiece moves freely. Rather, it is likely the grease froze in the winter temperatures.

Event description:
It was reported, the eye surgery chair headpiece could not be locked into position. It was alleged this was due to too much grease in the assembly.